Event description:
Pt admitted to hosp 6/27/96 with severe pvd with threatened limb loss right lower extemity and had rt common fem to rt tibial peroneal trunk with reverse saphenous vein on 6/27/96. Then the pt had surgery on 6/30/96 -thrombectomy of a saphenous vein graft common and profunda femoral arteries conversion of the fem pop vein graft to fem to peroneal bypass. On 7/12/96 pt went to surgery for CABG x 5 and insertion of iabp left fem artery. Post op diagnosis -myocardial ischemia with recurrent acute pulmonary edema secondary to severe coronary artery occlusive disease. On 7/13/96 had surgery for open removal of a percutaneously placed left fem iabp with balloon cath embolectomy because of severe ischemia left lower extremity.